Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was recveied on june 25, 2019: there were no issues during insertion. The angio-seal was inserted completely, throughout the length of its sheath. Manual compression did not work due to heparin, which was less than 10.000 cases and extrem adipositas. Bleedback was observed though the puncture locator. The device was able to be clicked in forward lock properly. No resistance was observed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to ptovide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when using the angios-seal on the patient, it would not work properly. The user alleged that the angio-seal was placed according to the IFU. As this was placed, the user did not felt any resistance, the system was completely pulled out of the vessel. Bleeding could be stopped by manual compression. The patient required vascular surgery due to the delayed bleeding. The patient was very obese, had over 10,000 units of heparin and it was a complex chronic total occlusion. The patient was then successfully treated surgically in vascular surgery in (B)(6). The patient was in stable condition without any further complications.